Event description:
Additional information received indicated that patient underwent surgical intervention on 27 sep 2019, wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). Analysis of the returned ipg found that the device had declared end of life (eol) and had normal battery depletion.

Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that the ipg reached end of service. A manufacturer representative confirmed the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).